Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While the patient was in the operating room on impella 5.0 support, the automated impella controller experienced purge issues with no resolution specified. The purge issues continued intermittently throughout the patient's support. There was no reported patient harm. The patient's outcome at explant is unknown.

Manufacturer narrative:
The investigation of the purge leak-pump has been completed. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. Corrections to the initial MFR report: h10 it was initially reported that a device was returned however a device has not been returned. Investigation has been completed. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.